Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the stockert centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that centrifugal pump console displayed an e78 error during set up for a case. The system was not used for the procedure. There was no pt involvement. A sorin group service representative was dispatched to the facility to evaluate the reported issue. During visual inspection of the unit, it was found that the drive unit was not completely plugged into the control panel, which caused the error. After plugging the drive unit in, the system worked properly with no failures. The scpc operator's instructions state to check if the plug of the scp has been correctly connected and secured prior to powering up. The representative communicated these findings with the perfusionist and the system was returned to service.

Event description:
Sorin group received a report that centrifugal pump console displayed an e78 error during set up for a case. The system was not used for the procedure. There was no pt involvement.